Manufacturer narrative:
Per tandem user guide: the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer regarding the use of cold insulin. Customer performed a supply change to address the issue. The customer¿s blood glucose (bg) was "high" although specific value not provided. Customer addressed bg level via correction bolus via pump